Event description:
The device overheated during a service evaluation at the ous service facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. It was originally reported that the device was coming back to the united states for evaluation, device was evaluated in france.

Event description:
The device overheated during a service evaluation at the ous service facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.